Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was leaking at lower tank. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information was received indicating that the fault occurred during annual inspection with no alarm. There was no patient involvement or adverse effects. One hotline low flow system was returned for analysis. Upon visual inspection the power switch and pcb were observed to be outdated. The enclosure and tank cover were found cracked along with a faded line cord. The reservoir tank was then filled with water; confirming the complaint of leaking. Based on the evidence, the root cause was found to be due to user interface as a crack in the enclosure near the drain fitting was observed.